Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01722.

Event description:
It is alleged that "[pt] received a cook celect filter. Alleged fracture." Per a CT (computed tomography) scan of the abdomen dated (B)(6) 2018, ¿infrarenal ivc filter present. The cephalad margin of the filter is tilted to the right posterolateral aspect approximately 30° with the tip touching or possibly embedded within the wall of the ivc. It does not appear to have migrated. The top of the filter is approximately 3 cm below the renal veins. Legs of the filter on axial images 39 and 40 series 2 is seen to extend 5 mm beyond the ivc into the retroperitoneal fat. Subtle lucency along the legs raise the possibility of a nondisplaced subtle ivc filter leg fracture. The ivc filter does not appear significantly bent. Ivc itself does not appear significantly stenosed but further evaluation can be performed with contrast-enhanced exam. No abnormal fluid or inflammation seen in the soft tissues in this region. Impression: ivc filter shown with perforated legs of the ivc filter extending beyond the wall.¿